Event description:
It was reported that the left side system was removed due to infection. The exact explant date was unknown. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3389s-40, lot# v959670, implanted: 2012 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).